Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2028) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a surgical graft placement procedure, when inserting the product, the external spiral support beadings allegedly came apart. It was further reported that the beadings allegedly popped off the graft and the graft had flattened. Reportedly, the graft was removed with beadings still on it and the procedure was completed by inserting another graft. There was no reported patient injury.

Event description:
It was reported that during a surgical graft placement procedure, when inserting the product, the external spiral support beading's allegedly came apart. It was further reported that the beading's allegedly popped off the graft and the graft had flattened. Reportedly, the graft was removed with beading's still on it and the procedure was completed by inserting another graft. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one distaflo bypass graft for evaluation. The sample was noted to have residue throughout. The beading detachment was noted from 38.0cm until 46.0cm. Beading marks were noted throughout the center of the graft. One bead was also noted to be detached from the graft, proximal to the flair end of the graft. No functional evaluation was performed due to the nature of the event. Therefore, the investigation is determined to be confirmed for the reported beading peeled issue as beading detachment was noted on the graft. A definitive root cause for the reported beading peeled issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2028), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.